Manufacturer narrative:
The impella device has not yet been received from the customer. However, device evaluation is anticipated. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female was implanted with an impella rp device for mechanical circulatory support. The complainant reported that the impella rp flows abruptly diminished with loss of pa waveform. The patient was taken for positioning and the right ventricle was assessed under echo and x-ray. A clot was suspected by the team. The rp was weaned and explanted. No additional information was provided.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow is most likely biomaterial based on the log analysis. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05535. H3 device was not returned to manufacturer for evaluation.